Event description:
Physician reported implant rupture diagnosed by ultrasound and MRI. Device has been explanted. This relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.6a.

Event description:
Physician reported implant rupture diagnosed by ultrasound and MRI. Device has been explanted. This relates to the left side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken device assessed as unidentified (tear) opening (shell thickness within specification) and missing shell assessed as inconclusive. Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 18jul2024.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, h6.

Event description:
Device has been explanted.

Manufacturer narrative:
Photographic device evaluation: a review of the device through photographs noted an opening on the device, however the assessment of the opening cannot be confirmed as microscopic analysis is not possible.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Event description:
Physician reported, implant rupture. The status of the device is unknown. This relates to the left side.

Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.